Event description:
It was reported that when the device, with reload cartridge, was used during an unknown procedure, it had malformed staples. Another device was used to complete the case. There was no consequence to the patient.